Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 60-year-old male patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation. During the case, it was noticed that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve was faulty as the sheath could not be aspirated by the doctor and blood was leaking back out through the valve seal and out of the patient. The estimated amount of blood loss was 50mls. Patient¿s hemodynamics was not compromised by the issue experienced. No intervention was required to stop the bleeding. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. The procedure could be successfully completed. Device evaluation details: the device was inspected and it was observed that hemostatic valve has detached from it place. Small bents were observed in the hemostatic valve. A manufacturing record evaluation was performed for the finished device 00001318 number, and no internal action related to the complaint was found during the review. The hemostatic valve issue reported by the customer was confirmed. The root cause of the hemostatic valve detachment could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation. During the case, it was noticed that the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, hemostatic valve was faulty as the sheath could not be aspirated by the doctor and blood was leaking back out through the valve seal and out of the patient. The estimated amount of blood loss was 50mls. Patient¿s hemodynamics was not compromised by the issue experienced. No intervention was required to stop the bleeding. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. The procedure could be successfully completed. Since the patient's hemodynamics were not compromised and no additional intervention was required, this event won¿t be considered a patient event but a product malfunction. The hemostatic valve separation is an MDR-reportable issue.